Event description:
During an unknown surgical procedure on (B)(6) 2013, the small battery drive was found to stick when trying to connect attachments. It is reported procedure was completed using a competitors device with no further problems, no delay in procedure, and no harm to patient. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The serial number (B)(4) belongs to the part 50140440, which is the housing of the article 532.010. The manufacturing documents of this housing were reviewed and no complaint related issues were found. This device history record review is indeterminate as the provided part/lot combination is incorrect and because the history of the machine is unknown at synthes (B)(4) as this is documented in the local service center. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Additional information. Device was received and the investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the serial number (B)(4) belongs to the part 50140440, which is the housing of article 532.010. The lot number for 532.010 is unknown. No device history record could be completed because the lot number is unknown. The manufacturer of 532.010 is (B)(4), not synthes (B)(4) as previously reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint of sticks when trying to connect to attachments was not confirmed. The small battery drive was evaluated and the device functions as designed when attachments are locked and released. The customer complaint could not be duplicated.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. Changed name to (B)(6).